Event description:
It was reported that the patient presented for follow up in the clinic. It was noted that the implantable cardioverter defibrillator (ICD) exhibited under-sensing. No intervention was performed. The patient's condition is unknown.